Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation is performed based on the photos provided. The customer provided (2) photos, reporting 1 ml syringe needle dull, harm/bruising, breaks off during use, and foreign matter (dots). Based on the photo evidence and follow-up communications embecta was not able to confirm the reported failures as no physical samples are received. The foreign matter (dots) are related to the product manufacturing lines and does not impact the product quality or specifications. Due to the batch being unknown, no DHR review can be completed. The root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using unspecified bd insulin syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: on some syringes there are no black dots, others have 1 black dot, and others 2 black dots.

Event description:
It was reported while using unspecified bd insulin syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: on some syringes there are no black dots, others have 1 black dot, and others 2 black dots.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.